Event description:
Customer reported eating ice cream in the evening. Device 400+ mg/dl. The next day at about 2 pm, device =356 mg/dl. Customer went to the e.r. (ER). ER device =256 mg/dl. Customer was hydrated at the hosp (500cc saline) and released 6 hours later. Customer's device =165 mg/dl. No controls were used. A request was made for return product and replacement product was sent.